Event description:
Operating room technician was working with orthopedist on a case when the surgeon handed off the stryker drill to her. She was holding a retractor with her right hand and took the drill with her left hand. As she set the drill on the mayo stand, somehow she activated the trigger of the drill and her gloved hand got caught in the hudson adapter which spun, tore her glove, and twisted her finger down and out. The operating room technician sustained a left small finger pip fracture/dislocation and finger injury with exposure risk, as the equipment also cut her finger and was previously used in the surgical procedure and was not sterile.